Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a second device, a 29mm transcatheter valve was implanted inside a disabled 29mm bioprosthetic valve in the mitral position via valve-in-valve intervention after an implant duration of eight (8) years, one (1) months, eight (8) days due to unknown reasons. No further information was provided. Attempts to retrieve further information were unsuccessful.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information and device return were unsuccessful. If additional information is received a supplemental MDR will be submitted. Without further information or device return the clinical observation cannot be confirmed and root cause of the event is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.